Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar (fb) instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. Additional observation related to customer complaint: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, 8mm force bipolar (fb) instrument conductor wire was found damaged. There was no report of patient involvement.